Event description:
(B)(4).

Manufacturer narrative:
The user facility staff observed smoke and smelled an acrid odor coming from the base of the table; the table was unplugged and taken out of service. There was no patient involvement as the reported event occurred during operating room preparation and not in the presence of a patient. The procedure was completed successfully in another operating room without further incident and no injuries were reported to the patient or hospital staff. Due to the observation of smoke, the hospital called the fire department who inspected the table and found that no action was necessary. A steris service technician inspected the table and found that the table was damaged: the ac power cord was damaged; the ac socket plate assembly was damaged; the ac power cord clip was broken. The technician replaced the ac power cord, ac socket plate assembly and ac power cord clip, tested the table functions and returned the table to service. Steris engineering evaluated the returned ac power cord and ac receptacle from the user facility and found cracks in the ac power cord strain relief; loose spring terminals within the ac power cord which prevented a tight connection to the ac receptacle; bent ac socket plate cover, and a discolored and eroded ac receptacle prong. This damage is indicative of impact to and pulling on the ac power cord with an excessive amount of force, which caused the ac power cord to become partially unseated from the ac receptacle. This condition created an electrical arcing between the power cord and receptacle which melted and eroded the ac receptacle prong. The melting of the insulation on the power cord and receptacle produced the reported odor acrid odor the 3085sp table operator manual states on pp. 1-3: "caution - possible equipment damage: when moving the table to point of use, roll it carefully at moderate speed and only over smooth floors. Maximum floor clearance is 1/4 (6 mm). Avoid door jambs, elevator jambs, and obstructions greater than 1/4 (6 mm)." The user facility has accepted an in-service on the proper use and operation of this surgical table.